Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a scratched lens and damaged tamper seals. There was no evidence in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. The most probable cause is user error or faulty customer equipment. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a volume accuracy issue may have occurred during testing. A volume accuracy test was requested by the reporter. No adverse patient effects were reported.